Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft3 iii result for 1 patient tested on a cobas 6000 e 601 module. The initial ft3 iii result was 4.72 pg/ml with repeat results of 2.57 pg/ml and 2.46 pg/ml. The ft3 iii reference range is 2.0 - 4.4 pg/ml. The initial ft3 iii result was not reported outside of the laboratory. The ft3 iii result of 2.46 pg/ml was deemed correct and reported outside of the laboratory. There was no allegation of an adverse event. The ft3 iii reagent lot used was requested but was not provided. The customer stated that tsh and ft4 were also measured simultaneously from the same patient sample three times. The specific results were not provided, but the customer stated that no other discrepancies were noted. The customer also stated that the calibration and control results for all assays were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.